Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that after the start of the surgery there was a sudden decrease in coronary blood pressure (the blood pressure is measured by the sensor), and the peripheral blood pressure was normal (blood pressure was measured at the arm using a cuff). There was patient involvement, and no patient harm reported.